Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced after approximately 2.5 weeks of implant due to lead to header insertion issues. No additional adverse patient effects were reported. Additional information received indicated that during an right ventricular (rv) lead revision for repositioning, it was discovered that the implantable cardioverter defibrillator (ICD) header had a loose sealing ring in the rv port. Subsequently, the ICD was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported. The ICD was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The local area field representative was contacted for additional information. In addition, the product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, high powered visual inspection of the header and lead barrels noted that the first coil spring electrode had become dislodged and stuck inside the port of the rv lead barrel. The dislodgement of the contact spring likely occurred during the implant procedure, during attempts to secure the lead within the header port. The dislodged coil spring prevented the rv lead from being fully inserted into the lead barrel.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced after approximately 2.5 weeks of implant due to lead to header insertion issues. No additional adverse patient effects were reported. Additional information received indicated that during an right ventricular (rv) lead revision for repositioning, it was discovered that the implantable cardioverter defibrillator (ICD) header had a loose sealing ring in the rv port. Subsequently, the ICD was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported. The ICD was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- the local area field representative was contacted for additional information. In addition, the product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. In addition, the product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced after approximately 2.5 weeks of implant due to lead to header insertion issues. No additional adverse patient effects were reported.